Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via left cubital vein using 5fr non-bsc introducer sheath. The 95% stenosed target lesion was located in the mildly calcified and moderately tortuous left forearm vein. After a non-bsc guide wire crossed the lesion, a 5.0 x 20, 40cm mustang¿ balloon catheter was advanced for dilation. However, on the first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a 5x4 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).